Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va03n5q, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient was in a car wreck in may and needed an MRI to check her hip, back, and tailbone. The caller stated the implantable neurostimulator (ins) ¿felt funny to her, like it wouldn¿t stay in place, but the ins still worked.¿ additional information was requested but not known at the time of report.